Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after receiving an inappropriate defibrillation therapy and inappropriate antitachycardia pacing (atp) due supraventricular tachycardia (svt) and functional undersensing of atrial signals. The physician alleged the cause of the event was due to a change in patient medication and there was no allegation of malfunction against the device. The patient received additional inappropriate defibrillation therapy for svt and the device is expected to be reprogrammed to resolve the event. The patient was in stable condition.